Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the cause of the lead being in the intrathecal are was that the needle was a little too deep and the lateral view wasn't obvious at the time. The healthcare provider (hcp) also does not do intra-operative testing. The patient's weight was unknown, but it was noted that it is an obese patient. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s right lead was implanted intrathecal on (B)(6) 2017. There was some suspicion after the surgery as the left lead was providing paresthesia at 3 ma and the right lead provided paresthesia at 1 ma. The position of the lead was not confirmed until additional programming and an x-ray were performed on (B)(6) 2017. A lead revision was performed on (B)(6) 2018 and the right lead was taken out and put back into the epidural space. No further complications are anticipated.